Event description:
In 2006, a patient was to receive the gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. An attempt was made to advance an 18 french sheath into the right common iliac artery; however, due to a known reduced right common iliac artery lumen and heavy calcification, the 18 french sheath would not advance adequately. As the sheath was being removed, the right common iliac artery ruptured. Surgical repair was performed. The abdominal aortic aneurysm was left untreated. The next day, the patient was reported to be doing well. Further medical intervention is unknown at this time.